Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed 24 units. There was no reported adverse impact to the customer's blood glucose level due to the reported issue. A new cartridge was loaded successfully and the insulin gauge displayed an accurate fill estimate.